Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 1000 mcg/ml at 345.2 mcg/day via an implantable pump. It was reported that the patient experienced increased expected residual volumes at refill. It was unknown if there were any factors that could have led or contributed to the issue. Diagnostics/troubleshooting performed included a dye study which showed that the catheter was patent. The logs were read and no stalls were noted. The issue was resolved at the time of the event.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the dye study was performed on (B)(6) 2024. The programmed volume was 10.8ml. The filled, expected, and actual volumes were unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 and updated b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider stated that the pump residual volumes were over when the patient had his pump refilled. The patient stated that the expected residual volumes were more than doubled expected residual volume. The cause of the event was unknown. The patient had a previous dye study done back in (B)(6) 2024 that showed the catheter was patent and no stalls were noted. Had another dye study done in (B)(6) 2025 that also showed the catheter was patent. The managing physician referred the patient back to the surgeon to replace the pump. The issue was resolved. The pump was discarded.